Manufacturer narrative:
(B)(4). Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 407 mg/dl. Other relevant blood glucose level was 220 mg/dl. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer also stated that the display did not return. The insulin pump will be returned for analysis.